Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flank pain, vaginal delivery, adhd, bipolar disorder and chlamydial infection. Previously administered products included for birth control: nuvaring. Concurrent conditions included dysuria, hematuria, nicotine dependence, obesity and vaginitis. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and back pain ("lower back pain"). In 2016, the patient experienced urinary tract infection ("uti") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (laparoscopic essure removal/ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded pregnancy test - on an unknown date: negative. On (B)(6) 2014: hysterosalpingogram: impression: fluoroscopy was provided by radiology for this procedure. Both fallopian tubes are blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2017) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, apareunia (inability to have sexual intercourse), depression, mental anguish, migraines, headaches, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), weight gain and lower back pain added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, vaginal delivery, adhd, bipolar disorder and chlamydial infection. (B)(6) 2014: hysterosalpingogram: impression: fluoroscopy was provided by radiology for this procedure. Both fallopian tubes are blocked. Previously administered products included for birth control: nuvaring. Concurrent conditions included dysuria, hematuria, nicotine dependence, obesity and vaginitis. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In 2016, the patient experienced urinary tract infection ("uti") and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("mesntruation issue"). The patient was treated with surgery (laparoscopic essure removal/ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved, the menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was succesfuly occluded. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.